Event description:
It was reported that during a colon procedure, the device would not staple but cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).